Event description:
Attempts to gain clarification of the event surrounding the reported issue have gone unanswered. However, it was reported that the device is failing self-test "when going to use the pads".